Event description:
It was reported that via merlin.net, non sustained rv oversensing due to noise on the rv lead was noted. No anomalies were seen on fluoroscopy. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.